Event description:
The device was used during a lap cholecystectomy procedure. Multiple problems were encountered with the device under both normal and stressful firing conditions. Malformed clips occurred. Then the device was fired several times and nothing came out. Next there were pear-shaped clips. At one point it was observed that the over ride mechanism went into effect. The instrument locked down on tissue and they had to force the jaws to open. Another device was opened to finish case. There was a delay of approximately 15 minutes. There were no patient consequences.